Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Patient reported a right side deflation. Healthcare professional reported exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Event description:
Patient reported a right side deflation. Healthcare professional reported exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination of the 100%, crease fold, broken plug strap. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. Broken plug strap assessed as unidentified (tear) opening.